Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 400 mg/dl for a couple of hours after a meal announcement while using the ilet; no infusion set leakage or tubing kinks were observed, and education was provided regarding conservative insulin delivery during the learning phase, supply change if glucose remained elevated, and temporary disconnection if taking manual insulin. Symptoms included not feeling well. Outcomes included no professional medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint handling, user interview, and device-use troubleshooting with education. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia was unclear. It was concluded that the event was non-serious, device function was consistent with design expectations in the learning phase, and user education was completed with no further action required.